Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The 80%-90% stenosed, 36x3mm, concentric, de novo target lesion with a significant bend of >45 and <90 degrees was located in severely tortuous and moderately calcified left circumflex artery. After engaging the lesion with 3.5 jl guide catheter coaxially, a non-bs guide wire was advanced to cross the lesion. Following pre-dilatation with a 2x12 maverick balloon catheter, a 3.00x38mm promus element drug-eluting stent (des) was advanced for treatment. However, the stent could not tracked the lesion. The guide catheter was removed and was exchanged with a 3 ebu guide catheter. The lesion was rewired and maneuvered the same stent but the stent was still unable to track. Eventually, the device was removed and it was found that the stent strut was damaged. A 3x20 promus element des was advanced and was able to cross distally and overlapped with another 3x20 promus element des, and the procedure was completed. The result was good with timi 3 flow. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The 80%-90% stenosed, 36x3mm, concentric, de novo target lesion with a significant bend of >45 and <90 degrees was located in severely tortuous and moderately calcified left circumflex artery. After engaging the lesion with 3.5 jl guide catheter coaxially, a non-bs guide wire was advanced to cross the lesion. Followimg pre-dilatation with a 2x12 maverick balloon catheter, a 3.00x38mm promus element drug-eluting stent (des) was advanced for treatment. However, the stent could not tracked the lesion. The guide catheter was removed and was exchanged with a 3 ebu guide catheter. The lesion was rewired and manuevered the same stent but the stent was still unable to track. Eventually, the device was removed and it was found that the stent strut was damaged. A 3x20 promus element des was advanced and was able to cross distally and overlapped with another 3x20 promus element des, and the proceure was completed. The result was good with timi 3 flow. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element, mr, ous 3.00x38mm stent delivery system was returned for analysis. A visual examination of the returned stent found it detached from the device and showing signs of being stretched. The the outer diameter at the time of manufacture was within max crimped stent profile measurement. Additionally, the overall stent length at the time of manufacture within the crimped stent length tolerance range. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and inner lumen and mid-shaft section found issues with a break in the shaft polymer extrusion at the exchange port. Evidence of an inner stretch was also noted on the distal side of the polymer extrusion break. Additionally, a kink was noted in the polymer extrusion 7.3cm proximal of the distal tip. A 0.014" guidewire, verified with snap gauge and loaded successfully through the distal end of the tip to a depth of 7.3cm where it met an obstruction in the form of a polymer extrusion kink. No other issues were identified during the product analysis.